Event description:
The plaintiff alleges that user was employed to provide nursing care. User alleges that user notified employer in writing that user was latex sensitive. User further alleges that they provided and required to use latex gloves and other products containing latex. User alleges that employer provided with defective products because they were unreasonably dangerous, and that they failed to provide user with reasonably available latex-free alternative products. User alleges that this breach of duty by employer is the cause of damages user sustained. Finally user alleges that employer had knowledge of facts or intentionally disregarded facts and created a high probability of injury to user.